Event description:
It was reported that at a predischarge check the left ventricular lead had no capture. A chest x-ray confirmed that the lead had dislodged. The patient has a history of ventricular tachycardia (vt) and was shocked four times several hours post implant. The physician was unable to determine if the vt was spontaneous or if the dislodged lead had caused the vt. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.